Event description:
It is reported that the tip of the drill bit broke off near the prosthesis. The pt was taken back to the o.r. For removal of the drill bit.

Manufacturer narrative:
Eval summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. No portion of the device was returned for eval. The exact cause analysis can not be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.